Event description:
When using holmium laser fiber, the 365 fiber broke in patient's ureter. The doctor was aware of incident and retrieval was attempted, however the doctor was unable to find the piece.